Manufacturer narrative:
Based on the information provided, review of surgeon training guide, IFU, certificates of analysis and fmea, the most probable root cause is a postoperative infection that resolved with antibiotics. Part number, lot number, manufacture date, expiration date and UDI/gtin number: (superior): ifuse implant, p/n 7045-90, lot# 493369, mfd. 07/28/2015, expires 2020-07, (B)(4). (Middle): ifuse implant, p/n 7035-90, lot# 343333, mfd. 05/07/2015, expires 2020-04, (B)(4). 3007700286-2016-00037. (Inferior): ifuse implant, p/n 7030-90, lot# i0a71, mfd. 08/26/2014, expires 2019-08, (B)(4).

Event description:
The patient developed an infection (cellulitis) that started following an si joint arthrodesis she had on (B)(6) 2016. The patient was hospitalized for three days starting on (B)(6) 2016 and administered IV antibiotics. The patient was placed on oral antibiotics and discharged on (B)(6) 2016. A CT scan showed that there were no pockets of infection around the implant itself. On (B)(6) 2016, after a follow-up appointment with her doctor, the patient stated that she was doing better and that the doctor had ended her oral antibiotics. The patient did not suffer permanent harm or physical impairment.